Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set had an occlusion. The following information was provided by the initial reporter, translated from japanese to english: occlusion: the catheter was occluded after saline lock. Additional information received from the customer: please confirm where exact on the set occlusion was detected? Catheters please confirm infusion set up including make and model of all connecting products? Terumo please confirm if complete occlusion or flow restriction was detected? It has been confirmed that the syringe cannot flush, and the infusion does not fall out. Please confirm if the issue was detected during priming or during infusion? If during infusion, how long into the infusion? After infusion it is please confirm if there were any visible damages to the device i.e. Cracks, recessed piston? Can't confirm it here, but sales rep have collected two. Please investigate.

Manufacturer narrative:
Lot number changed from 24039204 to unknown in section d since the original lot provided was speculative of three different lot numbers. Investigation result: two mz5303 samples were returned without packaging for investigation; both samples had residual blood in the device, and no connecting product was available to aid the investigation. The customer reported that "the catheter was clogged after saline lock" and the lot of the affected sample could have been from 24039205, 24039204 and 24039203. Additional information stated that the connecting products were from terumo. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by flushing using a 50ml bd plastipak syringe; no flow restrictions or occlusions were identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24039205, 24039204 and 24039203 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mz5303 product in the past 12 months.

Event description:
No additional information.